Event description:
A distributor reported that one analyzer was found to have its optical filters interchanged. This was found during their incoming inspection. Investigation of this incident determined that the order of these filters, if interchanged could affect the accuracy of pt readings. A process has been implemented in mfg to insure each parameter is paired with its corresponding optical filter.